Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor cannula was missing when removed from the body. The customer's blood glucose value was 106 mg/dl. The customer was assisted with the troubleshooting. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed visual inspection and found sensor cannula retracted inside sensor base. Also visually found the needle to be bent inside the needle hub. Unable to confirm customer received sensor in said condition due to customer returned opened and used.